Manufacturer narrative:
Stryker evaluated the customer's device and was not able to verify the reported issue. No fault was found with the device. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device's keypads were difficult to operate. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.